Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had leakage within the wrapping. This issue was discovered during self check. The device was filled with fluorouracil 2800 mg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Update made to b3: event date: during follow up, it was clarified the event occurred 5/19/2022. H4: the lot was manufactured form december 02, 2021 - december 03, 2021. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed to the video sample and fluid was observed inside a yellow bag that contained the sample which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.